Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal and revision of a distal femoral shaft on (B)(6) 2018 due to non-union. The removed hardware included a 7-hole less invasive stabilization system (liss) plate and seven (7) locking screws. Liss plate was removed so that a new plate can be placed on the lateral side for the revision. The original implant date is unknown. All the devices were removed intact. The procedure was completed successfully. There was no surgical delay. Patient outcome is unknown. This report is for one (1) ti lcp(tm) distal femur plate 7 holes/196mm-left. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history record (DHR) review was performed for part no.: 422.253, lot no.: l128290: manufacturing location: (B)(4), release to warehouse date: 13.sep.2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.